Manufacturer narrative:
The insulin pump was received with high operating currents; the problem was isolated to the mother board. However, the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test and a21 test. No unexpected bad battery, off no power alarm, battery out of limit or a47 alarm noted during our testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received history check failed alarm, no power alarm, battery out limit alarm and bad battery alarm. The customer's mother reported that batteries were not lasting for a week. The customer's blood glucose was 285 mg/dl at the time of incident. The customer's mother stated that they did not perform excessive button pressing. The customer's mother stated that there have not been unattended alarms. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.